Event description:
Postoperative adhesive intestinal obstruction [intestinal obstruction]. Case description: literature report was received on (B)(4) 2011 from a physician regarding a child, initials unk. This report is from a literature article entitled "consideration regarding adequacy to all of the pediatric laparatomy cases with seprafilm use from the view point of medical cost." The pt's medical history was not provided. On an unspecified date after 2001, the pt had seprafilm applied. On an unspecified date, the pt experienced postoperative adhesive intestinal obstruction. The action taken with seprafilm was not provided. The pt's outcome for the event was not provided. Concomitant medications were not provided. The relationship between seprafilm and the event was not provided by the reporting physician. Add'l info was received on (B)(4) 2011. The infant pt had a laparatomy and seprafilm was used.

Manufacturer narrative:
MFR's comment: the risk-benefit relationship of seprafilm is not affected by this report. Journal: j of the japanese society of pediatric surgeons. Author: inoue, m, et al. Title: consideration regarding adequacy to all of the pediatric laparatomy cases with seprafilm use from the view point of medical cost. Year: 2011, pages: 675.